Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the customer reported ¿scope underwent sterilization without the cap¿ issue could not be determined, however, the issue was likely the result of user error. The event can be detected/prevented by following the instructions for use sections below: chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope experienced sterilization without the cap. The event occurred during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the plastic distal end body had glue cracking off around the pink rubber. The bending section cover glue was worn. The forceps passage leaked through the instrument channel. The image had a full broken element. The suction flow was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.